Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Event 1: inside lg-lens is dirty the exact cause of the reported event could not be conclusively determined. However, based on the reported information, there was the possibility that the reported phenomenon occurred by generated gap at lg-lens glue due to physical stress. Event 2: foreign materials adhered to gap of distal end the exact cause of the reported event could not be conclusively determined. However, based on the reported information, it is presumed that the event occurred by inappropriate reprocessing. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during preparation for use, it was found that there was yellowish stain or discoloration on the distal end of the endoscope (near the ccd). The occurrence date of the event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and found that the reported phenomenon was duplicated and also found that the inside of the light guide lens was dirty. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.